Event description:
Chemo was on secondary line, it finished, then rn clamped that and let the primary line flush. When flush was done, she turned off pump and used green slide clamp on primary tubing to clamp tube and the clamp severed the line and the ns fluid started leaking everywhere.